Event description:
Reportedly, the patient was taken to the emergency on (B)(6) 2017 due to several successive shocks (total of 29). When interrogating the device, it was found that shocks were inappropriate due to interferences with the right ventricular channel. Sensing tests were performed; no anomalies were detected. When performing impedance tests, the right ventricular impedance was lower than 200 ohm. The graphs showed normal impedances; however the r-wave amplitude values decreased from (B)(6) 2017. Preliminary analysis revealed that the observed noise pattern is typical of a lead issue and/or a connection lead issue; however, none of them could be confirmed with certainty. The battery status of the ICD should be checked before the re-intervention. The device was reportedly explanted on (B)(6) 2017.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient was taken to the emergency on (B)(6) 2017 due to several successive shocks (total of 29). When interrogating the device, it was found that shocks were inappropriate due to interferences with the right ventricular channel. Sensing tests were performed; no anomalies were detected. When performing impedance tests, the right ventricular impedance was lower than 200 ohm. The graphs showed normal impedances; however the r-wave amplitude values decreased from (B)(6) 2017. Preliminary analysis revealed that the observed noise pattern is typical of a lead issue and/or a connection lead issue; however, none of them could be confirmed with certainty. The battery status of the ICD should be checked before the re-intervention. The device was reportedly explanted on (B)(6) 2017.